Event description:
Lead respiratory therapist reported the following: male patient had been on the ventilator for 2 days with a history of respiratory failure. There was massive bleeding from either esophagus or trachea, they did not know which. The respiratory therapist (rt) reported the ventilator started showing increased peak inspiratory pressures (pip) with minimal to no returned volume. The ventilator was "pressure cycling" with pips at 55-60cmh2o. They could not recall the settings on the ventilator. The rt took the patient off the ventilator and started bagging with an ambu bag and reported a lot of resistance during bagging. The rt reported it was like "trying to ventilate a brick wall". The patient had been on ventilator in acute care and there was no bleeding prior to admission. The bleeding started the day of admission, and got better. They administered anticoagulants for the bleeding. No problems on saturday am shift. On pm shift at 2100 patient had massive bleeding. They were continuously suctioning blood, and were not able to ventilate the patient properly. The patient's oxygen saturation dropped and a code was called. The patient died on (B)(6) 2010 in pm, exact time unknown. They did not know if the ventilator was involved in the event. After the ventilator was taken away, the patient circuit was disposed of and a new patient circuit was put on it. They then powered the ventilator into diagnostic mode at 10:42pm and performed extended self test (est). Review of the diagnostic log noted est failed pressure relief valve testing at 10:50pm. The customer contacted the manufacturer's service technician (B)(6)2010 and reported the est test failure and patient event. The service technician performed est and was able to duplicate the pressure relief valve test failure which was the result of a leak in the patient circuit setup. The service technician tightened the patient circuit to correct the leak. Final performance verification testing was completed and tests passed to operating specifications.

Manufacturer narrative:
Leak at patient circuit connection during pre-testing